Manufacturer narrative:
P-cap locked in place properly during testing. Unit received with battery tube threads - cracked, minor scratched lcd window, cracked case (battery tube), scratched case, cracked case on battery side, cracked keypad overlay at select button and pillowing keypad overlay. In summary, customer allegations for cosmetic damages were not confirmed during visual inspection. No damages on battery cap were noted, screen was clear and legible and no loose belt clip rails were noted. However, unit was received with battery tube threads - cracked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the battery cap was cracked/damaged, scratches on the screen that it making it hard to see, and the belt clip/holster anomaly. The customer reported no adverse event. The event involved product(s) mmt-1880 and acc-1601. Troubleshooting was not performed, and the issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device, and no product return is required for mmt-1880. No product return is required for acc-1601.